Event description:
Customer reported a high blood glucose reading of 533 mg/dl. Customer treated with a bolus and expressed no symptoms. She also reported that the sensor did not stick to her. She stated that insulin was not being delivered and felt that the infusion set was occluded. Nothing further was reported.

Manufacturer narrative:
(B)(4) . Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.